Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Reporter has only provided part number and lot number for the water trap; therefore, the 3100 device information such as part number and serial number are unknown at this time. The information has been requested by the initial reporter and the reporter stated they did not have hte serial number for the 3100 device.

Event description:
It was reported that during set up the bellow/watertrap broke off of the device. There was no harm to the patient as this was found during setup, prior to use.

Manufacturer narrative:
Technical support contacted the initial reporter to obtain additional information, however no additional information was provided. The reporter was only able to confirm that the reported issue with the bellows was identified during setup, prior to patient use. Due to the lack of additional information and no device returned, root cause of the reported issue could not be determined.